Event description:
The physician was attempting to place a right radial arterial line. This insertion was attempted by a resident, but he was supervised by an ed attending. The stick went uneventfully until he attempted to remove the guidewire. It appears that the catheter was adhered to the guidewire as every time an attempt was made to pull back on the wire, the catheter moved back with the wire. It would not pass over the wire to enable it to be advanced. The aline procedure was abandoned after the incident and no further attempt was made to re-insert the arterial line. The patient was not harmed.